Manufacturer narrative:
The device has been returned; however, the investigation is still in the progress. Once the investigation will be completed, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0 . Operating system: 26.3. Hardware: iphone18.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's daughter that the patient's blood glucose level rose to 537 mg/dl while wearing the pod more than 48 hours. The patient went to ER for medical attention on (B)(6) 2026. Also, when the pod was removed from the infusion site (arm), the pod's cannula was found bent. The patient stated symptom of vomiting and muscle spasms. The patient also stated the diagnosis received at the time of seeking medical attention was elevated white blood cells. As treatment, the patient was given intravenous insulin and also performed chest x-ray. A new pod was placed onto the patient. The patient was discharged on the same date, (B)(6) 2026, after 6 hours.